Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00514. The reported complaint was confirmed by visual inspection. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw has a bent blade guard/protector and cable would not connect (refer to emdr #1828100-2016-00514). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.